Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported thermal damage via a visual inspection. The instrument was found to have thermal damage on the monopolar yaw pulley and conductor wire cap. The conductor wire¿s insulation was not damaged and the conductor wire was not broken. It was noted that all damage to the instrument was likely thermally induced. The instrument passed an electrical continuity test and there was no damage found at the weld location. No additional complaints related to this product or event were reported from the site. No image or video was submitted for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's seventh usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that after a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery hook instrument was noted to have melted plastic upon specimen removal after activating cautery and performing morcellation. The procedure was completed with no report of patient harm, injury, or adverse outcome.